Manufacturer narrative:
Concomitant medical products : product ID 977a260. Lot# . Serial#:: (B)(4). Implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(4); implanted: (B)(6) 2020, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260. Serial/lot #: (B)(4). Ubd: (B)(6) 2023, UDI#: (B)(4); product ID: 977a260, serial/lot #:(B)(4), ubd: 13-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt had been experiencing some issues with their implant for a couple of months. Pt's therapy hadn't been behaving the way it used to, and they were experiencing connectivity issues with their controller/recharger. Pt was able to charge their implant still, but once in a while they would have bad communication. Pt had brought this up with their doctor, and they wanted the pt to coordinate a medtronic rep to meet with them at their upcoming appointment set for tuesday, (B)(6) at 1:30pm. The pt's doctor suspected that their leads may have slipped/shifted, or lost connection and they wanted to rule that possibility out. Pt reached out to the rep they'd worked with in the past; but after 2-3 weeks, that rep still had not returned pt's calls. Pt's doctor instructed pt to contact patient services, doctor would not reach out to the field. Agent sent an email to the reps in the field to request a callback for pt. Agent tried to provide nas phone number, but pt said it was even more of a challenge to get a hold of the ir doctor.

Event description:
Additional information was received from the patient reporting that their doctor wanted to confirm there was not a lead slip that might be causing problems. Another of the patient¿s doctors took x-rays and reported to their pain medicine doctor, but the patient stated that they never got a satisfactory response as to connectivity. They stated that the unit still charges as it should so they guess all was fine.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.